Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke into two pieces. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the device broke during removal after the surgeon struck the device once with a mallet.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) is fractured (all pieces were returned) and has some type of cosmetic damage (nicks/gouges/dents/scratches). The device was manufactured in october of 2014 and had an approximate field life of one (1) year and seven (7) months with an unknown frequency of use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The investigation also identified instrument misuse as a contributing cause. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique (97-5026-001-00, rev 11) on page 34 in surgical tip 11.c instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review.